Manufacturer narrative:
Device not available for eval.

Event description:
The product was used during a colon resection procedure. Reportedly, the instrument was difficult to open and close. The hospital has reported no pt injury occurred.